Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was approx 500mg/dl. It was stated that the customer was experiencing high blood glucose for the past three days. Troubleshooting was performed. The customer's most recent glucose reading was 283mg/dl, and he has treated with manual injections. The programming time, and date were correct. Ran a fixed prime test and passed. It was stated that the cannulas often were bent. It was stated that the reservoir plunger has not been removed before filling. Advised the caller to allow the insulin vial to reach the room temperature before filling. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.